Manufacturer narrative:
(B)(4). The non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with the stopcock open. The syringe was connected to the device as received. The sealant and advancer tube were in the manufactured position. The procedural sheath was not returned with the device. It was also observed that the inflation indicator area was covered with a thick layer of dried contrast in saline solution residue which may have contributed to the reported incident. Leak testing with water was performed on the balloon of the returned device with significant resistance being felt. During functional testing, the balloon was observed bunched when pressure was applied. Subsequently, it was revealed that the catheter¿s lumen was clogged by a dried contrast in saline solution which prevented the balloon from being inflated. Multiple attempts to inflate the balloon with water were made and the remaining dried contrast solution in the catheter¿s lumen was successfully cleaned out. The inflation indicator pressure release test was performed by using the pressure gage and it was noted to be within specification. The balloon inflation and deflation time specification and inflation indicator pressure release specification were verified to be within specification. The balloon was retested and was able to inflate and deflate as intended per the mynxgrip instructions for use, (IFU), with proper functioning of the inflation indicator. The failure reported as the balloon failed to deflate during preparation was confirmed. Based on the information provided, the condition of the returned device and the investigation performed, the reported event may have been caused by the viscous contrast solution being used during the procedure. It should be noted that the viscous contrast solution might have caused the difficulty to inflate/deflate the balloon and/or delay the balloon¿s inflation/deflation time. However, the root cause of the reported event could not be conclusively determined. The investigation results confirmed that the returned device performed as intended per the mynx instructions for use (IFU). Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a 5f mynxgrip vascular closure device (vcd) balloon failed to deflate during preparation, when applying negative pressure with the luer-lock syringe. The device was never put into the patient. The product was stored as instructed per labeling. The vcd was being used for femoral arterial closure following a peripheral intervention procedure. The mynx vcd prepped according to IFU instructions; however, failed to deflate after inflation. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Manual compression was applied for "roughly" 20 minutes to achieve hemostasis. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. It was reported that a 5f mynxgrip vascular closure device (vcd) balloon failed to deflate during preparation, when applying negative pressure with the luer-lock syringe. The device was never put into the patient. The product was stored as instructed per labeling. The vcd was being used for femoral arterial closure following a peripheral intervention procedure. The mynx vcd prepped according to IFU instructions; however, failed to deflate after inflation. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Manual compression was applied for "roughly" 20 minutes to achieve hemostasis. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The non-sterile 5f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with the stopcock open. The syringe was connected to the device as received. The sealant and advancer tube were in the manufactured positions. The procedural sheath was not returned with the device. It was also observed that the inflation indicator area was covered with a thick layer of dried contrast in saline solution residue which may have contributed to the reported incident. Leak testing was performed on the balloon of the returned device with water when significant resistance being felt. The balloon was observed bunched up when pressure applied during functional testing. Subsequently, it was revealed that the catheter¿s lumen was clogged by dried contrast/saline solution which prevented the balloon from being inflated. Multiple attempts to inflate the balloon with water were made and the remaining dried contrast solution in the catheter¿s lumen was successfully cleaned out. The inflation indicator pressure release test was performed and it was noted to be within specification. Balloon inflation & deflation time specification and inflation indicator pressure release specification were verified. The balloon was retested and was able to inflate and deflate as intended per the mynxgrip instructions for use (IFU) with proper functioning of the inflation indicator. Visual inspection at high magnification found evidence of contrast in saline solution residue in the balloon and in the device inflation lumen tubing of the returned device of which that may have caused the balloon to fail to be inflated during the investigation. A device history record (DHR) review of lot f1808201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon failure to deflate¿ was confirmed through analysis of the returned device. However, the exact cause of the failure could not be conclusively determined during analysis. Based on the limited information available for review and the product analysis, it¿s highly likely that the issue was experienced due to the use of a viscous contrast solution, or a high contrast to saline ratio solution to inflate the balloon (although this information was not provided) as evidenced by the resistance felt during inflation before the catheter was cleaned out during analysis. Once the catheter lumen was clean, the inflation and deflation time performed as intended. According to the mynxgrip¿s IFU, which is not intended as a mitigation, instructs users to fill the syringe with 2 to 3 ml of sterile saline, and to inflation the balloon with the solution. It also states that the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. It should be noted that viscous contrast solution might cause a difficulty to inflate/deflate balloon and/or delay the balloon¿s inflation/deflation time. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.